Event description:
On 03/07/2012, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons were hard to press. It was noted that the keypad symbols were worn. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact but the keypad symbols were found to be worn. All of the keypad buttons were found to be responding appropriately to button presses; the keypad was removed and no button contact defects were found. Unrelated to the complaint, the display lens was found to be scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.